Event description:
New information received notes the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise. Noise was over-sensed and caused pacing inhibition and inappropriate mode switch.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise. The ra lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not received.